Event description:
Patient has implanted intrathecal pain pump, which is managed by his pain specialist physician in (B)(6). Due to patient's c/o increased pain at night time, the pain specialist physician reprogrammed the intrathecal pain pump. About 8 hours later, patient's family called paramedics due to patient's altered level of consciousness. Pt transported to (B)(6) emergency dept in (B)(6). Pt was bradycardic, barely responsive, found to have a temp of 108 degrees f and required urgent intubation to protect his airway. Pt found to have accidental narcotic overdose, leading to hypoxia and acidosis. Pump administers combination of dilaudid, bupivacaine and clonidine. Pump accidentally reprogrammed to deliver dilaudid.